Event description:
New information received notes that programming changes were made.

Manufacturer narrative:
(B)(4).

Event description:
It was reported when an asymptomatic patient presented for a routine follow up, non-sustained rv oversensing on the ventricular channel was observed. Programming changes were recommended. The patient will continue to be monitored.